Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. It is unknown if the patient's death was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient passed away. It is unknown if the patient's death was device related.

Manufacturer narrative:
Correction to initial MDR field: additional information was received that per the physician's assessment the patient's death is not device related.

Event description:
A report was received that the patient passed away. It is unknown if the patient's death was device related.